Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2010. Revision procedure was performed on (B)(6) 2012 due to infection. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA this is 2 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2012-00316.

Manufacturer narrative:
The revision was performed due to infection. Sterilization records were reviewed and found to be within specification. From assessment of both the returned components and the radiographs, there are good indications of loosening - burnishing, radiolucency, gaps, wear marks. The cement mantle on both the femoral and tibial implants has some overhang in areas. Although there is evidence of good bone interdigitation on both, there are some small regions in which the cement may have either been too thin, or have started to cure prior to positioning on the resected bone. The overhanging cement or possible osteophytes on the patella could have been the cause for what appears to be third body debris and hence the scratching and pitting on the polyethylene articulating surface. While the exact cause of the infection is unclear, it is not thought to be related to the implant.